Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
An investigation has determined that some cartridges with ck lot# 52044hw00, expiration october 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when the cartridge is initially placed into use on the architect csystem. A recall was issued and reported.